Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 27 mg/dl. The customer was treated with an intravenous sugar fluid drip and food, and was released from the ER 6 hours later. Upon being released from the ER customer¿s bg level was 265 mg/dl, and customer was in ¿stable¿ condition. During troubleshooting with tandem technical support, a pump system check was performed and determined the pump delivered insulin as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.